Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent subtotal hysterectomy and bilateral salpingo-oophorectomy, rectocele repair and abdominal sacrocolpopexy for stress urinary incontinence and pelvic organ prolapsed. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and obtryx and mesh were implanted. Although not reported in the complaint, the medical records indicate the patient underwent a previous procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion patient experienced pain, erosion, recurrence, dyspareunia and urinary problems. It was reported that patient underwent vaginal cuff revision and resection of eroded mesh removal on (B)(6) 2010. It was reported that patient underwent abdominal exploration, removal of vaginal mesh and abdominosacral colpopexy with rectus fascia/fascia lata in (B)(6) 2013.